Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.

Event description:
The complainant reported a 54-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, the patient complained of pain at the insertion site. Support continued. Additionally, there were ¿impella in aorta¿ alarms. Echo confirmed that the impella was out of the left ventricle. The surgeon attempted to recross without success. The pump was replaced.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.